Event description:
It was reported that the patient line was severed during drain two of four on the home choice (hc). The home patient (hp) stated they had run over the patient line with their wheelchair. The hp stated they had closed the clamps and capped off the patient line. The hp stated they would start therapy over. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a damaged patient during the drain stage, where the home patient ran over the patient line an cut off the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Section ¿prepare for therapy¿ warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.